Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 49mm thoracic aortic dissection type b. The index procedure the delivery and deployment of the stent graft was successful; however the investigator intentionally partially covered the left subclavian artery. It was reported that a recent post-operative follow up there were neurologic complications. The investigator assessed this event as not device related but procedure related. A secondary procedure related to tevar was performed where revascularization of the lsa resolved the event. The cause of the neurological complications was due to lsa stenosis which lead to less flow in the left vertebral artery causing vertebra-basilor insufficiency. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).